Event description:
It was reported by the sales rep. That the hand activation buttons were not working. The customer used a second device to complete the procedure with no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.